Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The pre-close technique was not used when possibly closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: estimated date. H6: medical device problem code: 1494 - indication for use.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using a prostyle device after a cardiac ablation procedure with a 9f sheath. Reportedly, after placing the prostyle device, the vein had been suture closed. A cut down was performed to remove the suture, restore blood flow, and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.